Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer declined troubleshooting.

Manufacturer narrative:
The device has not yet been returned for eval. Should new relevant info be received, a supplemental form will be completed.